Event description:
It was reported that the pump was failed the accuracy delivery test. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the accuracy issue was unable to be confirmed. Delivery accuracy testing found that the pumps average delivery error to be with published specifications of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.